Event description:
Pt underwent c-section in 8/94. MFR's suture used by md. In september, received notice from MFR about possible contamination of sutures. Mds, who may have used sutures, notified. Two physicians reported pts with abdominal incision abscess possibly related to sutures. Both were treated on outpatient basis. First pt was 17-year-old female, medical status 3. Second pt was 30-year-old female, medical status 3. Remaining sutures in hosp were pulled upon receipt of notice. Info given to MFR's rep, who said company had filed report.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.